Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups), batteries and power cable for the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The batteries were returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for evaluation. Testing found that there was no output from the ups on specific channels. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. No additional parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system was not receiving power. It was reported that the uninterruptible power supply (ups) did not illuminate all lights for functionality. It was reported that cycling power through the system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device manufacture date updated to proper value.

Manufacturer narrative:
The ups was returned to the manufacturer for analysis. Analysis found an electrical failure. If information is provided in the future, a supplemental report will be issued.